Event description:
Received customer's medwatch stating that vent alarmed "device alert, db failed". The pt is (B)(6) and a premature infant. Pt condition is unk. Multiple attempts have been made to try to get additional info but no response received from the customer. Covidien was unable to obtain ventilator serial number. Therefore, further investigation cannot be performed.

Manufacturer narrative:
(B)(4).